Event description:
As reported by the user facility: customer was seeking a review of the pump history. Pharmacist reported that the hospital was starting investigation due to the infusomat space pump was used while infusing heparin to a patient. On (B)(4) 2015 at 3pm started running continuously IV thru (B)(4) 2015 at 10:30 am. Patient had interrupted therapy due to abnormal pt/inr high, hospital protocol was to stop heparin immediately. Patient coded 20 minutes later and did not survive. It is not evident that the pump contributed to death. At this time they are seeking activity history to see if any user error. Calculations of what remained in heparin bag at time of death pharmacist was a (B)(4) female, 110 lbs, had multiple co-morbidities including urosepsis, pneumonia, renal failure and was diagnosed on (B)(4) 2015 with positive dvt to bilateral lower extremities confirmed via ultrasonic doppler, hence heparin therapy ordered for patient. The pharmacist stated 47 kg by weight, 18 units by kg per hour per their facility protocol. (Total 840 units per hour) 8.4ml x 18 hours = 160ml infused, approx 100ml remaining. All this customer is seeking at this time is a report of review of pump history."

Manufacturer narrative:
(B)(4). This report has been identified as b. Braun melsungen internal report #(B)(4). In a follow up with the facility, the reporter stated that "we have no problems with your pumps" and that in his opinion he "did not think" that the pump caused or contributed to the event. The reporter stated that they were doing their "due diligence" which is standard procedure for their facility for incidents of this nature. He said that the infusion was started on (B)(4) 2015, using the drug library, and the incident occurred because they (nurse) had to stop the infusion on (B)(4) 2015 at approximately 10:30am due to abnormal pt/inr high. The actual device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up report will be submitted when the investigation results become available.